Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3487a-33, lot# v072248, implanted: 2008-(B)(6), product type lead. Product ID 37754, serial# (B)(4), product type recharger. Product ID 748940, serial# (B)(4), implanted: 2008-(B)(6), product type ext ension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she had noticed that once or twice, the device came on by itself when she was sitting in a wooden chair. This was noted to have happened around (B)(6) 2013, not long after the patient got her device. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had noticed some differences between their current system and their previous system and they preferred their previous system. The patient noticed some changes in their stimulation intensity when they changed posture. They had increases in intensity, mostly at night when they were sleeping. Sometimes the stimulation would seem fine for 2-3 days and then for some reason it would act up. The stimulation also seemed weaker when the battery was low. The patient felt like the system took a lot of work and didn¿t seem worth it. It was further reported that the patient did not like the unexpected changes in frequency of their device. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.